Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: the pt suffered injury and damage associated with her use of defective products, a bard composix hernia patch. The pt alleges to have suffered disabling pain and required surgical intervention, due to having the patch implanted in her.